Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp support ongoing for a patient admitted in for a high risk percutaneous coronary intervention. The pump was placed and supported for just under 3 hours and was explanted. The patient was enrolled in abiomed¿s long-term outcome and quality indicator (loqi) impella registry database, and 11 months after the explant, the team noted ventricular fibrillation with a possible relationship to the use of the impella. The patient survived the event.

Manufacturer narrative:
The investigation of ventricular fibrillation has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issue could not be determined. B.2 revised selection as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-25077. B.7 added information as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-25077. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25077 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.2 study selectionwas inadvertently omitted from manufacturer device report 1220648-2024-25077 and was added. H.6 codes 1721 ans 4641 were reported incorrectly on the initial manufacturer device report number 1220648-2024-25077 and a new code was added.